Manufacturer narrative:
The event of lymphadenopathy and granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and granuloma.

Event description:
Patient's representative has reported right side lymphadenopathy, granuloma, and scleroderma-ndr, depression and anxiety associated with the device. Device status unknown.